Event description:
The suture is supposed to be absorbable and dr has removed sutures from at least 4 pts from 6 mos to a year after sutures were placed. Rptr feels MFR should warn surgeons that the suture acts like a nonabsorbable suture. Some pts had to be taken to surgery for removal of the suture.